Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed a no output condition when programmed unipolar. Further analysis showed the no unipolar output condition was the result of a fractured ribbon wire.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. No allegation from a health care professional that the death was device related. Follow up with clinic revealed cause of death was hypercapnic respiratory failure with hypoxic respiratory failure due to bleomycin toxicity. Patient had non-hodgkin's lymphoma and pulmonary complications of chemotherapy. Later receipt of autopsy report revealed additional contributing factors to cause of death were severe pulmonary congestion, pulmonary effusions, and pleural adhesions. Contributing conditions were cardiomegaly and coronary atherosclerosis. Also reported that during last hospital stay, on (B) (6)2010, patient had "episode of asystole due to complete heart block in the setting of a rv pacemaker." Clinical summary reports "after this prolonged and complicated hospital stay, both she (patient) and her family decided comfort care was to be provided."

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed a no output condition when programmed unipolar. Further analysis showed the no unipolar output condition was the result of a fractured ribbon wire.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic revealed the cause of death was hypercapnic respiratory failure with hypoxic respiratory failure due to bleomycin toxicity. The patient had non-hodgkin's lymphoma and pulmonary complications of chemotherapy.